Manufacturer narrative:
This complaint was received in (B)(4) 2013 and the assessment of the MDR reportability resulted that no report to the FDA in needed as the failure occurred clearly due to a surgeon error as a too small device size was selected. Now the decision was made to report all revision surgeries involving a paradigm spine device whether or not the device has malfunctioned. Therefore, we filed this report afterwards.

Event description:
The surgeon initially did a l4/l5 plif with l3/l4, l2/l3 coflex. A csf leak occurred. Re-operation for managing the csf leak was done. During this surgery, the surgeon noticed that the upper coflex was loose and appeared undersized. A new coflex (size 16mm) was implanted with good stability. The implant loosening was caused by wrong implant size selection (too small implant was implanted). Surgeon stated that he made a technical error that he corrected on the reposition.